Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in the clinic experiencing palpitation. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited episodes of noise and high capture threshold. The physician attempted to replace the rv lead, but it was unsuccessful due to the patient's vein occlusion. Therefore, the physician elected to reprogram the rv lead to resolve the issue. The patient was in stable condition.